Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).